Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during an implant procedure, difficulty was encountered seeing the patient's coronary sinus on fluoroscopy due to the patient's size. The physician believed a perforation may have have occurred, and decided to abort implant of the left ventricular (lv) lead. No additional adverse patient effects were reported.